Event description:
It was reported that: "pt had revision due to loose tibia."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. The x-rays and medical records were requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.